Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.

Manufacturer narrative:
An event reporting dislocation and altr involving an accolade stem and a metal head was reported. Conclusion: based on the provided information, there is no allegation or evidence of failure relating to the trident liner. The product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.